Manufacturer narrative:
(B)(4). The MDR report key is 12301324. The MDR text key is 266015200. The report number is mw5103108. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database: "arrow - multi lumen cvc - during central line placement the guidewire bent and made the placement difficult. Placement was subsequently successful after three attempts."

Event description:
Complaint found in maude database: "arrow - multi lumen cvc - during central line placement the guidewire bent and made the placement difficult. Placement was subsequently successful after three attempts."

Manufacturer narrative:
(B)(4). The report number is mw5103108.